Event description:
It was observed during the device investigation that the cysto-nephro videoscope had dirt on the objective lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the objective lens was confirmed to be dirty; however, a conclusive root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.